Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: failure to deploy - thumb advancer, difficult to remove, failure to retract - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, the exchange sheath stopped splitting after 3/4 of distal deployment. During device removal, the device became "stuck" and could not be removed. An attempt to remove the device by use of the access ports and the safety release were unsuccessful. The device was removed with counter-traction with an assertive pull. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.